Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was in the left atrium when the sheath was flushed and aspirated when air bubbles were observed inside the sheath. Air was only seen in the shaft of the sheath and no air was seen in the patient. The method of irrigation used for the sheath was a pressure bag. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection was performed on the faradrive steerable sheath clear, and no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, the faradrive steerable sheath clear was flushed and aspirated when air bubbles were observed inside the sheath. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed and there were no patient complications. The sheath was received for analysis. It was further reported that at the time of the event, the sheath was in the left atrium. Air was only seen in the shaft of the sheath and no air was seen in the patient. The method of irrigation used for the sheath is a pressure bag. The sheath was received for analysis.